Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd precisionglide¿ needle had different product in a pack. The following was received by the initial reporter: during the process of storage, customer detected 3 needles with different color and size, but printed as the same batch of the referenced in product. These 3 are brown.

Manufacturer narrative:
H6: investigation summary photo received by our quality team for investigation. Through visual evaluation, needles are observed with different hub colors, mixed product is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During the analysis of the manufacturing period, it was possible to observe that the production of the claimed batch began before the production of the precisionglide needle 0.45x13 ns, therefore the possible root cause is with mixture is related to the cleaning of the batch change. Review and cleaning of protector feeder brushes will be implemented. H3 other text : see h10.

Event description:
It was reported that 3 of the bd precisionglide¿ needle had different product in a pack. The following was received by the initial reporter: during the process of storage, customer detected 3 needles with different color and size, but printed as the same batch of the referenced in product. These 3 are brown.